Event description:
It was reported that during a routine explant device procedure when the pocket was opened the right ventricular (rv) lead was shown to have some fraying. A lead repair kit which includes the partial suture sleeve was used to repair the fraying lead along with medical adhesive. Impedance testing was performed and there was no noise or any rapid change of impedance measurements. The plan is to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.